Manufacturer narrative:
D9: 4/1/2024. H3 and h6 - evaluation codes: updated. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens, bubbled dso seal, cracked battery compartment, and damaged battery door. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the bad dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.d4: serial number corrected.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette read error. The fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement, and no patient harm.